Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during a cardiac catheterization procedure, it was noted that a fragment of the guidewire broke off in the patient's right wrist. The fragment was removed under local and site sutured. It was reported the patient suffered no permanent harm or injury due to this event. It was reported the defective disposable device is not available for return to the manufacturer.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "guidewire broke off in patient's wrist" cannot be confirmed as no sample was returned for evaluation. Without receiving the product to evaluate, a root cause cannot be determined. A possible root cause of the guidewire breaking of in patient's wrist could be user error. It's possible that the user pulled guidewire back through the access needle. It is stated in the IFU "withdraw the entry needle while leaving the 0.018" guidewire in place." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "the micro access kit is used for percutaneous introduction of a guidewire or catheter into the vascular system following a small 21-gauge needle stick. Gain percutaneous access with the 21 ga. Entry needle. Advance the 0.018" guidewire through the 21 ga. Needle. Withdraw the entry needle while leaving the 0.018" guidewire in place. Advance the sheath/dilator set over the 0.018" guidewire. Remove the 0.018" guidewire and the inner dilator from the introducer sheath/dilator set. Advance up to a 0.038" guidewire or catheter through the introducer sheath. " a review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).